Event description:
It was reported that the right atrium (ra) lead had an apparent lead fracture and that lead impedances was out of range through the device and high through the analyzer. It was also reported that no sensing and no capture was noted with the ra lead. Therefore the ra lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.